Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Since it is unknown which device is directly implicated in this complaint, tsb081206e / (B)(6) will be included in this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat a penetrating aortic ulcer (pau) in thoracic aorta utilizing a gore® tag® thoracic branch endoprosthesis (tbe) and gore® tag® conformable thoracic stent graft with active control system. Patient tolerated procedure on (B)(6) 2025, physician notified the field sales associate that the previous tbe patient now had a thrombus/semi-occluded tbe side branch. Patient is reported to be ok/stable and physician is currently reviewing scans and treatment options, if any is required. Cause of the thrombus/occlusion is unknown. On (B)(6) 2025, additional information provided on the event from the physician that the left subclavian artery was occluded but did not provide further information.